Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the yellow protective sheath was removed from the 3.0x38 mm esprit btk device and the distal stent edge was noted to be damaged. There was no device use or patient involvement. Another esprit btk device was used to complete the procedure. Returned device analysis identified that a portion of the first and second ring at the distal end of the scaffold was separated and not returned. No additional information was provided.